Event description:
It was reported that the lead was explanted due to infection. Insulation breach with externalized conductor between the distal coil and tip was observed. No electrical anomalies noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasions were found in multiple locations. Three of the external abrasions found were near the connector pin, consistent with that produced by friction with the ICD can. Clavicle crush was found at 30.5cm to 31.5cm from connector pin. Internal insulation abrasion was noted at 47.3cm to 48.7cm from connector pin.